Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer and found that the battery was more than 5 years old. The fse advised the customer that the expected battery life was 5 years old and recommended replacing the battery. The customer replaced the battery and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that while the unit is connected to ac power overnight and during the performance verification test (pvt), the battery test is not passing. There was no patient involvement.